Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of (B)(6) confirmed the report of suspected driveline wire damage, which could have contributed to the reported low speed/pump stoppage events captured in the submitted system controller log file. The submitted system controller log file showed that several low speed events and pump stoppages were captured from 20fbe2020 ¿ 23feb2020 and on (B)(6) 2020, resulting in active low speed advisory/hazard and low flow hazard alarms. Some of the low speed events were also associated with elevations in pump power up to 13.1 watts. The abnormal pump operation occurred only while the system was operating on a tethered power source (mpu or power module) and appeared consistent with a potential driveline wire compromise. Upon disassembly of the returned device, visual examination of the pump's blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The driveline was returned severed approximately 2.5 inches from the nipple of the pump housing and the remainder of the driveline was returned in one segment. The driveline replacement site was present on the distal returned driveline segment and appeared unremarkable. A bend in the driveline and underlying breakdown of the metal braided shield was noted on the internal portion of the driveline near the exit site at approximately 12 inches from the pump housing. Areas of severe breakdown of the metal braided shield were also observed at approximately 6-9 inches from the nipple of the pump housing. Electrical continuity testing of the driveline segments revealed no open wires; however, an electrical short between the conductors of the brown wire and the metal shield was able to be induced when the driveline was manipulated in the location of the cable bend/shield breakdown near the exit site. Visual inspection of the underlying wires identified a breach in the insulation of the brown wire in the area of the cable bend at approximately 12 inches from the nipple of the pump housing, exposing the inner metal conductors. Microscopic inspection and hipot testing also revealed several additional smaller breaches in the insulation of the brown, black, orange, green, and yellow wires on the internal portion of the driveline at approximately 12-12.5 inches from the nipple of the pump housing, exposing the inner metal conductors. In addition, breaches in the insulation of the red and black wires were identified on the internal portion of the driveline at approximately 9 inches from the nipple of the pump housing, exposing the inner metal conductors. All of the observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. If the exposed conductors of any of the compromised wires contacted the braided shield while the system was operating on a tethered power source (mpu or power module), the resulting electrical short to ground would have caused the low speed events and pump stoppages recorded in the submitted log file data. The system also had the potential to produce a phase-to-phase electrical short on battery power, during which an interruption in pump function could result if the exposed conductors of at least two of the compromised wires from different phases made direct contact with each other or simultaneous contact with the braided shield. Heartmate ii lvas IFU: section 6 "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. Heartmate ii lvas patient handbook: section 4 "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. In the event of a red heart/pump off alarm, the user is instructed to connect to a working power source right away and if connecting to power does not resolve the alarm, press any button on the system controller to attempt pump start and call your hospital contact immediately. The patient handbook also provides instructions in the event the pump stops in section 8 ¿handling emergencies¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient said that he had alarms going off only when connected to the power module and is plugged into the wall. He noted that these events only occurred when he had both the black and white cables connected, and not when the white cable was connected in isolation. He also noted that the alarms occurred with positional changes. He noted that if he did not move, he did not get the alarm. The log file captured several low speed and pump off events while using the mpu and power module on (B)(6) 2020. Tech services stated that the replaced percutaneous lead that was returned back in sep2019 did not confirm any damage to the external portion so it was presumed that the driveline damage was internal. It was reported the patient had a confirmed driveline fracture and received a pump exchange on (B)(6) 2020. No alarms have occurred since then.